Event description:
Interference with the anesthesia cart when device activated (pulse o2 and cardiac rhythm). Original setup utilized to complete case, anesthesiologist felt as though patient was not at risk and procedure was short.

Manufacturer narrative:
(B)(4). Method: product scheduled for return but not received by manufacturer for inspection. Results: product scheduled for return but not received by manufacturer for inspection. Conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Interference with the anesthesia cart when device activated (pulse o2 and cardiac rhythm). Original setup utilized to complete case, anesthesiologist felt as though patient was not at risk and procedure was short.